Event description:
During a breast procedure, the device stopped working after the first tissue specimen was retrieved. The procedure was completed with a second device. No pt consequence noted. The device was returned for analysis.

Manufacturer narrative:
H3: the device did not initialize properly during the functional test because the vacuum hose was dislodged. Additionally, the batch record was reviewed and no anomalies were noted during the manufacturing process.